Event description:
Reportable based on device analysis completed on 09mar2026. It was reported that stent partial deployment occurred. An 8.0-36 carotid wallstent self-expanding was selected for treatment. However, upon 60% deployment, the stent could not flare up in the lesion, the stent was resheath and the procedure was completed with another wallstent. There were no patient complications as a result of this event, however, device analysis revealed an outer sheath separation located approximately 70mm proximal of the guidewire port.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Investigation results: device evaluated by MFR: the carotid wallstent monorail 8.0-36 was returned to our post market quality assurance laboratory. A visual and tactile examination found an outer sheath separation located approximately 70mm proximal of the guidewire port. The sheath was also kinked at more than one location. The device was returned with the stent fully constrained and mounted in the correct location on the delivery system. The stent could not be deployed due to the sheath damage. This concludes the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the carotid wallstent device confirmed that the event of stent partially deployed are known events defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific concludes the most probable root cause as cause traced to intentional off-label, unapproved, or contraindicated use. Device analysis revealed evidence of off-label use of this device which most probably contributed to the deployment difficulty. The device separation and kinking most probably occurred due to excessive force being applied when attempting to deploy the stent. It would not be possible to deploy the stent with a device separation/kinking which was confirmed during analysis.